Event description:
A malfunction was reported with a pump displaying code 0-0x277d, leading to operational issues. There was no adverse impact to the customer's blood glucose level. The issue was reported for technical or product support, but no additional information was received regarding any corrective actions or outcomes. Upon follow up it was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.